Manufacturer narrative:
Sjm has limited information related to the patent's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. Ti was reported the patient experienced a change in her stimulation after suffering a fall recently and is no longer receiving effective stimulation. Reprogramming was unable to resolve the issue. X-rays have been ordered. Follow-up information revealed the patient met with the sjm representative for additional programming, which did not resolve the issue. The patient may undergo surgical intervention as the next course of action.